Manufacturer narrative:
Received one device for evaluation. Confirmed by performing visual and functional performance verification tests (pvt), further investigation, found uso seal is buckling, uso seal replaced. Performed calibration. Performed pvt, and updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was missing battery separators. The event occurred during testing. No patient involvement.